Event description:
It was reported that the patient had an expired implantable neurostimulator (ins) implanted. The device was implanted on 2014-05-13 but the use by date (ubd) was (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3093-28, lot # va0clpp, implanted: (B)(6) 2014, product type lead. (B)(4).